Event description:
The customer reported a speaker fault. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacturing narrative: other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6) .

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was investigated. It was confirmed the alarms were visual but not audible due to a defective speaker which resulted in no audio output on the device. Initial reporter postal code exceeded the maximum allowable characters, postal code is as follows: (B)(6).

Event description:
The customer reported a speaker fault. There was no patient impact or consequence reported.